Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a screw backed out past the locking mechanism at the top level of a 4 level resonate plate at c2-c7. The original surgery date was (B)(6) 2024. The back-out was discovered on 1 month follow up images. (B)(6) 2024. The screws appear to be fully seated in the intra-op image. The 1-month post-op image shows several millimeters of a screw head being proud of the plate at the top level. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.